Manufacturer narrative:
(B)(4).

Event description:
It was reported by the customer that prior to use in an unknown procedure, the staff noticed a small hole in the tyvek packaging cover. The cover was disposed of. A like device of the same product code was used to complete the procedure. There was no patient consequence reported. No device will be returned.